Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the limb ischemia ¿ reversible issues has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. The root cause of the access site bleeding issue was not determined since product was not returned and there is limited clinical information provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 67-year-old male (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was bleeding heavily from the impella puncture site with haematoma formation. Hemoglobin dropped from 14 to 12. Ptt at 180, leg cold, pulses palpable. Coagulation recommendations discussed with md. Heparin was paused and it was recommended to apply purgfluid with nabic. Abiomed best practice given to bandage. Patient to have CT scan. The md noted if the bleeding does not improve, the impella may have to be explanted. The patient remained on support for seven additional days and was successfully weaned.